Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. Unable to verify the alarm history due to the alarm. No unexpected frozen display occurred during testing. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, a cracked reservoir tube, and a missing end cap sticker.

Event description:
Customer reported that her blood glucose was over 300 mg/dl. Customer stated that her insulin pump was not working correctly. Customer stated that it was stuck, alarming and the screen was frozen. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).